Event description:
It was reported that an ilet pump¿s external housing split in half while the user was at work, with the pump continued in use and no reported drops; the user was advised to revert to backup therapy and a replacement was arranged. Symptoms included no reported changes in blood glucose and no reported injury. Outcomes included continued therapy management using backup therapy and continued cgm monitoring. Investigation included collection of device details, user account of the event, and return of the original pump for evaluation. Investigation of the returned device revealed a screen bezel or enclosure separation consistent with hardware housing failure without associated alerts or alarms.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.